Event description:
Customer reported a failure code 812:02. Customer reported there were no patient injuries or medical intervention associated with this report. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding demographics, medication involved, or device programming information. No additional contact information was provided.